Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
While attempting the placement of a afx bifurcated stent graft the physician elected to abort the case. The bifurcated stent graft was being implanted however, the contra wire was lost. While trying to retrieve the contra wire, the physician dissected the external and common iliac artery. The physician elected to removed everything and abort the procedure. Re-intervention is being discussed but not scheduled. Patient has good blood flow and being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported intraoperative dissection of the left external iliac artery and inability to deploy the implant are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related due to pre-existing peripheral artery disease and severe stenosis. The procedure-related harm identified was the left external iliac artery dissection. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g2 contact office. H6 device codes (as evaluated); remove 3190. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.